Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The complaint reported error code ¿¿9950¿ occurring three times; no additional contextual details or logfiles were provided. No patient involvement was reported. Investigation details were not available due to absence of log data. Correction consisted of replacing the esm ip 2.81. No further complaints have been registered for this device in the system. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf9950. No patient involvement.